Event description:
It was reported that a precice nail was found bent post operatively, it was removed and replaced with another product.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.